Event description:
It was reported that the user experienced restart and occlusion alerts with an ¿alert 38 ¿ motor stall,¿ difficulty proceeding with fill tubing while disconnected, and observed blood and firmness at the infusion site after a supply change, consistent with a failure to infuse involving the motor component; replacement supplies were initiated and the user reverted to subcutaneous insulin via pen, after which glucose returned to range. Symptoms included hyperglycemia with a cgm reading of 282 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a communications-related problem identified in association with consecutive motor stalls indicating a failure to infuse, implicating the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.